Manufacturer narrative:
On october 12, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On october 25, 2021, mentor became aware that replacement device information was inadvertently reported as mentor 650cc ultra high profile. The device catalog and serial numbers were inadvertently omitted. The replacement catalog and serial numbers used on (B)(6) 2021 were catalog number 3505650bc; serial number (B)(6) on the right, and catalog number 3505650bc; serial number (B)(6) on the left. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4) replacement catalog and serial numbers under field h10.

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that patient also experienced bilateral ptosis in addition to left side capsular contracture; baker grade iii, and the replacement devices used were mentor 650cc ultra high profile. This supplemental medwatch report is for the patient¿s left-sided device. Right side ptosis is being reported separately. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on december 29 , 2021: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the smooth hpg, 600cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left capsular contracture; baker grade iii. Date of explant: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with a 600cc mentor memorygel breast implant and experienced capsular contracture; baker grade iii on her left side postoperatively. As a result, the device will be explanted on (B)(6) 2021.